Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during and ablation procedure, after termination of the tachycardia, left atrial flutter, with pulsed field ablation on the roof, the patient did not have any sinus rhythm. Pacing from the coronary sinus was performed to treat the asystole. After medication was administered, a junctional rhythm started. The patient was discharged in junctional rhythm and will be monitored. A pacemaker implantation will be considered. It was also reported that intermittent catheter sensor error on one of the proximal electrodes was intermittently appearing and disappearing towards the end of the procedure. No troubleshooting actions were taken into this regard as indicated by the physician. No further patient complications have been reported as a result of this event.